Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patients clinic after receiving an alert notification. The clinic staff was notified that the patient's right ventricular (rv) lead had triggered an alert for out-of-range / high bipolar pacing impedance. Three days later the lead triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and variable pacing impedance. The lead has been capped and replaced. No patient complications have been reported as a result of this event.